Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient is experienced ineffective therapy ipg is unable to communicate with pc/cp. All troubleshooting has been exhausted. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.